Event description:
Qc49461 out of range low vs. Oxacillin and gm on rapid pos panels when using rp inoculum broth lot 052305a-1. This issue has been associated with a MFR conducted recall of microscan rapid pos broth inoculum broth, lots 050905a-1, 051605a-1, 051605a-1, 051705a-1, 052305a-1 and 052805b-1 that took place in january 2005.